Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A3: the patient is a female. A2, a4 and a5: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: a beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The lss retested the initial patient sample and the progesterone result was 4.38 ng/ml, which was still high and consistent with initial access results. The initial patient sample was sent to roche platform for testing and the progesterone result was 1.1 ng/ml. The lss retested the initial patient sample using the access sierra progesterone assay (progc) with a result at 1.61 ng/ml which met customer¿s expectation and were concordant with the roche progesterone result. An interference testing, using different blockers, was then carried out on dxi 800 analyzer. The blocker used in the interference testing consist of goat igg which is animal derived antibodies. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. This interference testing demonstrated the presence of interfering substances since the addition of pool of blockers related to alkaline phosphatase significantly lowered the signal. The lss communicated with the customer that alkaline phosphatase interference caused false high progesterone results. In conclusion, the investigation demonstrated that interference related to alkaline-phosphatase, is the cause of the falsely elevated prog results. There is a reagent malfunction a there is no indication of alkaline phosphatase interference within the access progesterone instructions for use. Note: no access prog reagent lot number was provided: no UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.

Event description:
Customer reported obtaining repeatable false high access prog (access progesterone, part number 33550) patient results on their dxi 800 analyzer (serial number (sn) (B)(6). On (B)(6) 2025, a patient progesterone result was 4.24 ng/ml (customer expected range <1.9 ng/ml). Patient sample was repeated with a similar result at 4.55 ng/ml, indicating premature luteinization and that the uterine lining was not in ideal condition, making it an unsuitable time for oocyte retrieval. The patient is an in vitro fertilization (ivf) patient. Following the gnrh (gonadotropin-releasing hormone) injection, and while on inhibitory hormones, the patient's progesterone (prog) levels were expected to be low. The oocyte retrieval was delayed. On (B)(6) 2025, the patient went to other hospitals for progesterone testing. The progesterone results were discordant with the access results at 0.39 ng/ml (methodology unknown) and 0.07 ng/ml (roche platform). No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing. No issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.